Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time and date were incorrect, customer's blood glucose level was 120 mg/dl. Reportedly, the customer continued using the current pump for insulin therapy.